Event description:
It was reported through the attorney for the pt, as a result of a legal claim that allegedly, "on november 16, 2004, the pt underwent a total hip arthroplasty of his left hip." It was further alleged that, "the pt began experiencing a clicking noise in his left hip."

Manufacturer narrative:
The info in this report was provided by stryker orthopaedics legal affairs. No additional info is available at this time. The devices are not available due to the ongoing litigation.